Manufacturer narrative:
The lead was revised in a surgical intervention. There has been no further issue. This information completes this investigation. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had exhibited loss of capture and intermittently high outputs soon after implant. The local area sales representative confirmed that the lead had become dislodged.